Event description:
A report was received that the patient was unable to charge the ipg due to pain at the pocket site and burning sensation when charging. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 1733109, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge the ipg due to pain at the pocket site and burning sensation when charging. The patient will undergo an explant procedure.